Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display.

Event description:
The customer reported via phone call that he had not gotten an audible alert when he had a high blood glucose. The customer¿s blood glucose level was 260 mg/dl. The insulin pump did not sound only showed as a visual alert. The insulin pump passed self-test. The insulin pump will be returned for analysis.